Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. The insulin pump received with missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm during a bolus. Customer also reported the insulin pump began to scroll.. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.